Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for testosterone (test) on one patient sample. All results are in ng/dl. The initial test result was 7.5, which was from a pour off tube and was reported outside of the laboratory. The result was questioned by the physician on (B)(6) 2013. The customer pulled the original sample tube and repeated it twice. The first repeat result was 603.1, and the second repeat result was 591.2. The customer deemed the repeat result of 603.1 to be the correct result and issued a corrected report. There was no adverse event. The lot number of test reagent in use at the time was 17142306, with an expiration date of 05/31/2014. The field service representative found an issue with the sample probe alignment. He aligned the sample probe and performed mixer, sample, sipper, cell and reagent checks; which all passed. He could not confirm the integrity of the test reagent or the pour off sample as they were both discarded. Test calibration and qc were in range.

Manufacturer narrative:
The investigation determined the issues found by the field service representative can explain the observed issue. On further follow up with the customer, they have had no further issues with testosterone.